Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden, steady rise in pacing impedance. The thresholds have been high and there was some failure of capture. A fracture was suspected. The lead remains in use, but is planned to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was rising. Rv pace impedance steady at 730 ohms through (B)(6) 2014, steadily rises to greater than 2500 over between (B)(6) 2014. It stays out of range for remainder of trend. (B)(4).